Event description:
It was reported that cartridge alarm 20 occurred on pump during use and recurred even after attempts to load a new cartridge using proper technique, preventing resumption of insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping details, instructed customer to place pump into storage mode and return it with a prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on the replacement pump.